Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported holes were observed in two (2) separate lines in two clearlink system continu-flo solution sets along with a kink in the line. The event occurred during an unknown process step (reported as during patient treatment and during set up). There was no report of patient injury or medical intervention associated with this event. No additional information is available.